Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient's pedicle was fractured where a bone screw was implanted. The fracture was found via imaging films. The patient underwent, or is scheduled to undergo, revision surgery to explant the screw. No further details were provided.